Event description:
Same case as MDR # 6000093-2006-02492 and 6000093-2006-02494. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with "multiple system failure". Three taxus express2 drug eluting stents of unknown size were implanted in an unspecified vessel. The patient "is presenting with multiple system failure i.e.: kidney failure, pulmonary issues". It is unclear as to how long the patient has experienced this condition and the relationship to the taxus express2 stents. Additional information has been requested.

Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.